Event description:
During a pta to the left superficial femoral artery, the balloon burst longitudinally at six atmospheres. A femoral approach was used. There was no calcification or tortuosity at the lesion site. The lesion length was 8cm and the reference vessel diameter was 5mm. The product appeared perfect out of the package, and no anomalies were noted during prep. The procedure was successfully completed with another opta pro of unknown size. There was no report of any adverse effects to the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.